Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The returned product included the two-way handle, loading catheter, and the irrigation adapter. The barrel, bands, and trigger cord were not included in the return. During a visual inspection of the returned product, it was observed that one of the two blue hooks on the loading catheter is missing. [Related MDR 1037905-2016-00326 will be submitted by 09/21/16]. A functional test was performed on the two-way handle and it functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use state: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." The instructions for use direct the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment.¿ prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. As reported to customer relations: "the bander [ligator] would not fire during the case [unable to deploy band]. Another device was used." The two-way handle, loading catheter, and an irrigation adapter of the complaint device was returned. It was found during investigation that one of the two blue hooks on the loading catheter was missing. Related MDR 1037905-2016-00326 will be submitted by 09/21/16.